Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with significant issues of glare of the left eye two to three weeks following photo refractive treatment. The patient was given a prescription for brimonidine tartrate with instructions to dilute with artificial tears to assist with symptoms until the patient returns to clinic. Additional information has been requested.